Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, diopter -9.5 into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged with a longer lens due to low vault. The problem was resolved. The cause of the event is reported as unknown.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial with clear surgical residue on product. Visual inspection found no visible damage to lens. Claim#: (B)(4).